Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported two screws would not tap during an endoscopic midface procedure. There was no injury to the patient however the doctor was not able to complete the facelift. Upon follow up with the customer it was reported the two screws would not seat completely. The customer did not have screws of a different lot available and the doctor did not want to use the remaining screws from this lot.

Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. The screws were visually evaluated with a digital microscope. The tip of each of the screws appears to have been slightly dulled with signs of the green anodization wearing off, indicative of use. The side view shows sharp threads on the screw with some residue, also indicative of use. Finally, the view of the head shows some wear on the cross threads indicating the screws maintained good retention. The two used screws were functionally; they maintained good retention, could support the weight of the driver, and were not easily inserted into a white oak block; therefore the complaint is confirmed. The most likely underlying cause was determined to be use at an improper angle during the insertion process, potentially in conjunction with dense patient bone. The device history records were reviewed in the evaluation and no non-conformances were found.